Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the orange plastic/brown laser marked section of the tube extension. Tube extension had scratch marks that measured roughly 0.0915" x 0.0775". The damaged portion appears to have detached fragments. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a scuffed on the orange part were the tip protector and the monopolar curved scissors instrument meet. It is preventing the cover to completely seal. The procedure was completed with no reported injury.